Event description:
It was reported that this right ventricular (rv) lead has previously been capped and surgically abandoned with a different lead implanted but no procedure was reported at the time to boston scientific. There was no information that indicated any device issues. This lead has been explanted. No further information was available from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment. Corrected fields: d1 brand name, d2b pro code. D4 model number/lot number/ catalog number/serial number/unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead has previously been capped and surgically abandoned with a different lead implanted but no procedure was reported at the time to boston scientific. There was no information that indicated any device issues. This lead has been explanted. No further information was available from the field. No additional adverse patient effects were reported.